Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient smelled a burning smell coming from the controller. He stated that this has happened 2-3 times before. No consequence to patient. No additional information available.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed the controller passed visual inspection and functional testing. The controller was allowed to run for extended period of time. Results revealed that the controller's surface temperature felt normal to the touch. Internal analysis of the controller did not reveal any abnormalities. As the controller operated as expected; the reported "burning smell" could not be confirmed during testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.